Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed that the auto-check of the level sense/dynamic fluid pressure and saline pump failed. Additionally, an error was detected on the dilution arm which indicates an over-dilution of the sample. A visual check confirmed that the reagent probe 1 had no drops left and that there was no foam when the dilution was mixed. The dilution arm level sense board was replaced. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed calcium patient result was obtained on an atellica ch930 analyzer. The initial result was reported to the physician(s). The same sample was repeated on the same instrument. The repeat result was higher and reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium patient result.